Manufacturer narrative:
A service proposal for the replacement battery was sent to the customer for approval; however, the proposal expired. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error occurred. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1124 "battery failed" alarm error was logged 5 times in the event log. The device required a new battery as it switched off when the external output plug was removed, and the battery was not holding a charge. This investigation is ongoing.